Event description:
It was reported that the unit flickering on and off during a case earlier in the day. There was no significant delay or harm to the patient involved.

Manufacturer narrative:
Additional information will be provided once investigation is completed.